Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application screen became frozen. Patient uninstalled and reinstalled the g5 application and this resolved the issue. No additional event or patient information is available.